Manufacturer narrative:
The technician replaced the worn brake casters to repair the stretcher.

Event description:
Information received indicates the brake casters will not hold when the stretcher is in brake.